Event description:
It was reported that the pump touch screen is blurry, leading to screen being unreadable. Customer's blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. A correction bolus via the pump was delivered to address bg. The customer reverted to an alternate method insulin therapy.